Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: lockdown. Omnipod software app version: 3.1.2-p001. Smartphone operating system: n5004l-am-q-mv01602-06-01.06. Smartphone hardware: n5004l. Cgm sensor type: g6. Please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient began experiencing symptoms of diabetic ketoacidosis (dka) around midnight, including frequent urination, extreme thirst, dizziness, body pain, and weakness, progressing to the point of being unable to stand. A ketone test at home returned a positive result. The patient was taken to the hospital at approximately 10:00 am and admitted for further care. Blood glucose (bg) was recorded at 28 mmol/l upon admission, confirmed via blood test. The patient was hospitalized for two days and treated with a novo-rapid IV insulin drip. The attending physician diagnosed mild dka. The pod had been worn on the arm for approximately 55 hours before being removed at the hospital. Hospitalization took place from (B)(6) to (B)(6), 2025.